Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 95 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.